Manufacturer narrative:
No conclusion can be made. The information provided indicates the patient was treated postoperatively for a fever, however the cause of the patient's fever is unknown and it is unclear what type of treatment was administered. The product is supplied sterile to the customer. There is no connection that can be made to identify the device causing or contributing to the postoperative fever. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Should additional information be obtained, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported via (B)(6): "the patient sustained a fever after endoscopic surgery." The information provided indicates that the patient was implanted with a davol mesh and was postoperatively treated for a fever.

Manufacturer narrative:
This is an addendum to the intial emdr to make corrections based on additional information provided. The information included product code and lot number. A review of the manufacturing records was performed and found that the lot was manufactured to specification. There is no change at this time to the initial determination, no conclusion can be made. Should additional information be obtained, a supplemental emdr will be submitted.

Event description:
The following was reported via cfda (china food and drug administration): "the patient sustained a fever after endoscopic surgery." The information provided indicates that the patient was implanted with a davol mesh and was postoperatively treated for a fever.